Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a user reported that his bilevel positive airway pressure (bipap) auto sv advance machine's power supply had a thermal event. The user was not on the unit at the time of the event. There was no patient harm or injury. The device was returned to the manufacturer for evaluatin and the customer's complaint was confirmed. A thermal failure of the dc power supply had occurred resulting in voids to the supply enclosure. Contact could be made with the exposed electrical components. During the evaluation at the manufacturer's product investigation laboratory, an internal inspection of the device revealed evidence of dirt/dust contaminants to the internal surfaces and also to the unit's airpath including the blower assembly and sound abatement foam of the bottom of the enclosure. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer became aware that a user reported that his bilevel positive airway pressure (bipap) auto sv advance machine's power supply had a thermal event. The user was not on the unit at the time of the event. There was no patient harm or injury. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the bipap auto sv advanced machine with power supply and cord for evaluation. The manufacturer confirmed a thermal failure of the dc power supply had occurred resulting in voids to the supply enclosure. Contact could be made with the exposed electrical components. The device was not in use for therapy at the time of the event on (B)(6) 2018. The power supply is designed in accordance to iec 60601 and applicable parts of iec 60950. Voltage in the CPAP/humidifier device is limited to 12 v dc nominal, and current is limited by the device fuse, to minimize the potential for electrical fire. The design of the electronics mechanical's are robust enough to resist damage that would result from typical usage. The investigation indicated the event is isolated to an electrolytic capacitor failure of a ten-year-old power supply and was not related to any issues with the bipap. The patient obtained a replacement power cord and supply and used the device without issue. The bipap autosv advanced is intended to provide non-invasive ventilatory support to treat adult patients with osa and respiratory insufficiency caused by central and/or mixed apneas and periodic breathing. This is not a life support ventilator. The device is a non-continuous ventilator intended to augment patient breathing. It is not intended to provide total ventilatory support. It may stop operating with power failure or if a fault occurs in the product. Product labeling warns the user to "periodically inspect the power cord for signs of wear and damage" and to "replace the power cord if necessary." There was no patient harm or injury reported. This device meets ul and iec requirements for flammability. Based on the information available, the manufacturer concluded that there is no further action necessary at this time. Corrected data: on 2518422-2019-00735, product code was bzd, ventilator, non-continuous (respirator) which was incorrect. Product code was corrected to mns. Ventilator, continuous, non-life-supporting, product code mns